Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced an allergic reaction while wearing the pod on the leg. The patient went to the hospital and received a prescription cream to treat the skin, no information regarding the prescription was provided.